Event description:
--

Event description:
Boston scientific received information that is right ventricular (rv) lead displayed high pace impedance measurements over 2500 ohms. Further information received noted the lead was fractured. As a result the lead was successfully capped and abandoned. No adverse patient effects were reported,

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the proximal segment of this lead was returned, a total length of 114 mm from the terminal pin. Further microscopic analysis confirmed that the lead coils were cut and not fractured. Further testing could not be performed.

Manufacturer narrative:
This lead has been returned to boston scientific for analysis. This report will be updated once analysis is complete.